Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height main drawer 3.1 will not open and reads failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) legacy main drawer 3.1 was failed. A field service engineer (fse) troubleshoots the issues with hh drawer 3.1 that was failed to close, so, the fse replaced the damaged retractable band and tested the position sensor, but the issue persisted and was moved motherboard (moab) to a different drawer for test purposes. Further the fse troubleshoots the medstation main drawer 3.1 that was not opening but showing that it was opened when it was closed. So, the fse reseated all the drawer cables, but no change. Then replaced the position sensor, but no change. Then replaced moab but no change. Then the fse replaced the half height legacy drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height main drawer 3.1 will not open and reads failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.